Event description:
A customer reported unexpected negative result when testing a patient sample on with capture-r ready-ID (crrid) lot ID 148 on the echo instrument.

Manufacturer narrative:
Review of instrument images: batch 2014, crrsc3 lot r184, indicator cell lot 221738: cell1 1 visually negative, cell2 100 visually positive, cell3 1 visually negative. Batch ID 2015, crrid lot id148, indicator cell lot 221738 cells 1-14 reacted with reaction strength of 0. When reviewing color check images, wells 1- 8 do not appear to have adequate serum dispensed in wells. Wells 9, 10, 12, 13, 14, 15 are displaying bubbles in color check images. Well 11 does not appear to have properly dispensed serum in well. Technical communication regarding liquid level detection and sample dispense on the echo, (B)(4) informed customers to evaluate sample handling procedures for generation of bubbles.